Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, pain and erosion at the cuff site. It was also mentioned that the device was not performing as expected due to the erosion. The cuff and pump were explanted. There were no additional patient complications reported.